Manufacturer narrative:
Evaluation completed. One 25ga vitrectomy cutter was returned in a plastic bag without the original packaging. The part number and lot number cannot be verified or determined. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates and aspirated, as it should. The cutter performed as intended and did not display intermittent cutting during functional testing.

Manufacturer narrative:
A lot number was not provided; therefore the sterilization and lot history records could not be reviewed.

Event description:
The user facility in (B)(6) reported the vitrectomy cutter moved intermittently. It was replaced with another cutter and the surgery was completed. No patient injury reported.